Event description:
It was reported that a biliary stent failed to deploy. According to the tech on the case, the approach taken was via the femoral artery. The physician used a 0.035 guide wire and 8f sheath for the procedure. The intended site is unknown. Allegedly, everything went smoothly until the physician tried to deploy the stent. He removed the device, without losing access, and used another device for a successful procedure. No reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample was not returned for an evaluation, as it was discarded by the user facility. The results of the investigation are inconclusive, and the root cause is unknown.